Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: improper initial implant size selection, using too long of an implant or installing the implant too deep. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7040m-90, lot# 2694281, mfd. 10/02/19, exp. 2024-10-02, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7035m-90, lot# 2692091, mfd. 09/09/19, exp. 2024-09-09, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's si joint pain resolved, but the patient later reported right side radicular pain. The surgeon determined that the superior and middle positioned implants may have been impinging on the neuroforamen although they appeared correctly positioned on imaging. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the superior and middle positioned implants. The patient did not want any additional implants installed. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.